Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. A deep scrape mark is observed near the center of the optic on the anterior surface. The lens is cut in half, typical of insertion and removal from the eye. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicates the use of a non-qualified cartridge and a non-qualified viscoelastic. Information regarding the handpiece was not provided. Broken haptic damage was observed. The root cause is most likely a failure to follow the IFU. The account used an unqualified lens/cartridge combination. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implant procedure, scratched lens removed with lens cutter and new lens implanted. It was reported that there was no issues. The procedure was completed on the same day. Additional information has been requested however no further information available.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).